Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had blood glucose levels of 54 and 39 mg/dl, which were treated with soda. Blood glucose level at the time of the call was 67 mg/dl, then 88 mg/dl later. The customer reported that the insulin pump was recently exposed to high magnetic fields. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.